Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ . [Inspection of the endoscope]. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. Inspect the guidewire locking groove of the forceps elevator for stain. [Inspection of the instrument channel and forceps elevator]. Confirm that the forceps elevator is lowered, then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the adhesive around the light guide lens was peeling, the adhesive around the objective lens and the protector of the bending portion of the scope was cloudy, there was a crack and chip on the adhesive of the protective coating of the bending portion of the scope, and scratches were on the connecting tube, image guide protector, and rubber coating on the bending portion of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope instrument channel was not allowing the cleaning brush to be inserted. Inspection and testing of the returned device found foreign materials within the instrument channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.